Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage or air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 362 mg/dl at the time of the incident. Customer states that she has been having trouble with reservoirs leaking and got a new pump on saturday and the replacement reservoirs she got are leaking in the new insulin pump. Customer states that she is using a reservoir that her hcp gave her during her visit today and it is not leaking. Customer states that she has 3 boxes of reservoirs at home with the same serial number and only one of the three boxes are open. Customer states that she does not have the reservoir that was leaking that she had in the pump. Customer states that she has changed out her reservoir 4 times , but did not realize a leak and her blood glucose have been high since change the reservoir. Customer states that she does not want to receive replacements with the same lot number that she is returning. Customer reports the type of moisture exposure was insulin. Customer states there is fluid in the reservoir compartment. The leak was past the second o-ring. Customer states the location of the leak is under o ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir and insulin pump will be returned for analysis.